Manufacturer narrative:
Additional information: b3- awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 40321

Event description:
The following was reported through a request for an expert medical consultation. Reportedly, following a cataract plus trabecular microbypass stent system procedure, the stent dislodged and was resting in the inferior angle. The report noted an uncomplicated procedure with one (1) of two (2) stents implanted. Through follow-up, the surgeon consulted with a medical expert who reported discussing ways to manage the free floating stent in the anterior chamber, including techniques for explantation. Per report, also discussed was the placement of new stent at the time of removal, depending on the surgeons comfort level. Additional information is being requested.

Event description:
Through additional follow-up, the following information was received. Per report, the stent was successfully removed, and the patient is doing well.

Manufacturer narrative:
MFR# reference: (B)(4).